Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A small black particle was observed loose inside the sealed blister packing; however, this particle was determined to be acceptable by manufacturing and industry standards. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the blade could not be used because it was broken. The problem was noticed during the procedure. There was no patient injury or adverse event. The surgery time was not extended by more than 30 minutes. There was no medical intervention required. The patient is currently stable.